Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles anomaly. During troubleshoot, the customer was assisted to remove the air bubbles but the issue was unresolved and air bubbles could not be removed successfully. The customer's blood glucose was 278 mg/dl. No harm requiring medical intervention was reported. No product will be returned for analysis.